Event description:
In 2009, a cook endoscopy st-2 soehendra biliary stent was placed. During placement of the stent, insertion through the papilla and strictured area was difficult. At about days prior, the pt encountered abdominal pain. Four days later, an endoscopic procedure was conducted. The stent had migrated toward the duodenum and the stent flap was reportedly "stuck in the duodenal wall." During this endoscopic procedure, the stent was removed and bleeding did not occur. However, an endoscopic clip was applied to the duodenal wall. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. The initial reporter informed the cook facility in another country of this occurrence at about 8 days later. The designated complaint handling unit (customer quality assurance) was not informed of this occurence until about 3 months later. The appropriate personnel at the cook facility in another country have been informed of this occurrence in an effort to prevent future occurrences.

Manufacturer narrative:
The info in this report was provided to us by the international affiliate on behalf of a medical facility in ther country. Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this report, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The info provided indicated the user did not verify the position of the stent with endoscopic/fluoroscopic viewing after placement. The instructions for use instruct the user to fluoroscopically and endoscopically confirm desired stent position. Failure to verify the position after stent placement could be related to the reported stent migration. The instructions for use indicate stent migration is a potential complication associated with biliary stent placement. Prior to distribution, all st-2 soehendra tannenbaum biliary stents are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified and this involves an inherent complication for stent placement. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on the review, no further action is warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.